Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported patient authorization is required to release the device. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. However, patient factors may have contributed to the event.

Event description:
Edwards was notified, via a patient call, a 19mm aortic pericardial valve, implanted one year, 11 months, developed severe aortic stenosis. She was scheduled and taken for an elective re-do aortic valve replacement surgery. Intraoperatively, upon chest entry there was dark blood emanating from underneath the sternum. Emergent right femoral artery and venous access was necessary for cardiopulmonary bypass due to by injury to both the innominate vein as well as to the right ventricle with sternal re-entry. The right ventricular rupture was repaired which led to a prolonged bypass run time. The aortic valve was examined and had a stiffened left coronary leaflet but overall the valve looked good. A major portion of the obstruction was due to prominence of subvalvular fibrous tissue along the base of the anterior mitral leaflet. The valve was excised and a 19mm non-edwards valve was implanted. The patient was warmed, ventricular pacing wires were placed, and patient had capture and a normal paced rhythm. Due to her right ventricle injury, there was concern about the ability to wean from cardiopulmonary bypass so the cardiopulmonary bypass lines were converted to the portable ECMO unit with continued mechanical support. The chest was left open and dressed and the patient was transferred to another hospital via critical life support unit. She arrived in cardiogenic and hemorrhagic shock secondary to the rv injury and post-op coagulopathy. She had continuous blood product infusion to maintain her blood pressure. She was taken to the or where she was converted to central va-ECMO and the chest was packed; there was no evidence of uncontrolled surgical bleeding. She was taken to the sicu in critical condition. She continued to require large volume resuscitation and required high dose inotropic and pressor requirements. The family was kept updated on her condition and prognosis and they elected to proceed with comfort measures and she expired on post-operative day one due to cardiogenic postoperative shock, acute respiratory failure, and postoperative anemia due to acute blood loss.

Manufacturer narrative:
Additional manufacturer narrative: the device remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required. If new information becomes available, a supplemental report will be filed.

Event description:
Edwards received information that a (B)(6) patient was indicated for medical intervention due to bioprosthetic aortic stenosis. Patient currently has a 19mm surgical valve with an implant duration of one year and ten months. The patient became symptomatic about five to six months ago and the diagnosis was confirmed by echo.

Manufacturer narrative:
(B)(4).

Event description:
Per consultation on (B)(6) 2017, echo revealed progressive stenosis of the aortic bioprosthetic valve. Ejection fraction in the range of 55% to 66%. Her aortic valve peak gradient was 62mm with a 37 mean gradient and 0.8 cm surface area. Patient is taking aspirin and carvedilol, and is currently on augmentin for an upper respiratory infection. Patient has been suffering from a uri for the past few weeks with yellow drainage sinuses and sputum product that has now turned clear and she is afebrile. The physician indicated a redo aortic valve replacement with most probable aortic root enlargement. Per consultation on (B)(6) 2017, patient was found to have progressive aortic stenosis and symptoms compatible with severe dyspnea on exertion. Patient was getting over bronchitis and flu-like symptoms and surgical intervention was deferred at that time.